Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. System operates as intended. (B) (4)

Event description:
Customer reported very dark images. No pt injury was reported.